Manufacturer narrative:
Based on the information reported in medwatch report #mw5109212, cynosure was unable to further investigate this complaint. There was no information identifying the healthcare professional or address of the laser treatment. Therefore, cynosure is unable to determine the device information such as a serial number to further investigate this complaint or perform a device analysis. Cynosure did reach out to the patient to determine more information about the incident, however no further information was provided. Cynosure is reporting this event out of an abundance of caution and based on the information in the medwatch report stating the patient experienced adverse effects.

Event description:
Medwatch report #mw5109212 was received with report that a patient underwent a noninvasive laser lipolysis treatment using sculpsure and now has 'dents/holes' in the leg.